Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly, no battery out limit alarm and no weak battery alarm noted during test. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 120 mg/dl at the time of the call. The customer was assisted with troubleshooting and it was determined the insulin pump will need to be replaced based on all the alarms he has received with using multiple batteries. The product was not returned for analysis.